Event description:
Reporter is the patient and was aware of recall on this product. She has been using the solution for the last 5 years. She said it was the end of 2007, that she got eye infection as a result of using solution with the following symptoms: pink and red eyes, pain, sensitivity, swelling, lots of tears, and couldn't drive. She called her doctor and was put on tylenol. But it did not improve. It got worse. After 7 days, she went to optometrist and had her eye exam. She was given a new pair of contact lens. After 4 days, she got an infection again. She was put on eye medicine. Her infection has now gone away. She is concerned that what if infection comes back again.